Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the impedance and capture threshold had increased on the right ventricular (rv) lead since the implant procedure. Fluoroscopic imaging was performed and revealed no insulation anomalies with the rv lead. The device was reprogrammed to resolve the event and the patient was stable.